Manufacturer narrative:
The reported events were helix mechanism issue, high capture thresholds and r-wave amp variation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported events of high capture thresholds and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with high capture thresholds and r wave amplitude variation noted on the right ventricular lead. During the revision process, the lead helix was unable to be extended. The lead was explanted and replaced on apr 30, 2025. No adverse patient consequences were reported.